Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer stated that the device was functioning normally, but the error alarm was recurring. Blood glucose level at the time of the incident was 399 mg/dl. The customer stated that her high blood glucose level occurred after the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.